Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump reported alarm " air in-line" was verified in event log but passed all functional testing. As preventative measures, the air detector sensor will be replaced. Device in overall great condition. Pm testing passed and device ready for service.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Summary in h -10.

Event description:
Information received a smiths medical cadd solis vip 2120 displayed air in line and out of box failure. No patient involvement, as reported not placed on a patient.